Manufacturer narrative:
The investigation reviewed the data set from the customer and analyzer: the calibration results were within the specified ranges. The customer stated that the qc recovery was out of range for the chloride electrode assay. The alarm trace had sample probe abnormal aspiration and sample foam detection errors. These are indicators of possible poor sample quality. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 29-dec-2025. The chloride electrode serial number is (B)(6), with an expiration date of 18-nov-2025. The field service engineer (fse) inspected the analyzer and determined that a contaminated sipper flow path had caused the event. He decontaminated the sipper flowpath with the system clean solution and activator. He verified the analyzer's performance with calibrations, ion-selective electrode, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode and chloride electrode results from one patient sample tested on the cobas pro ise analytical unit. Sodium electrode results the initial result from the reported line was 155.0 mmol/l. The repeat result from the reported line was 148.2 mmol/l. The repeat result from another line was 141.2 mmol/l. Chloride electrode results the initial result from the reported line was 110.8 mmol/l. The repeat result from the reported line was 105.2 mmol/l. The repeat result from another line was 99.5 mmol/l. The physician questioned the initial results and requested a redraw of the patient sample; the results of the initial and redrawn patient samples did not match, prompting the patient's sample to be rerun. The repeat results from the other line matched the previous results.